Manufacturer narrative:
D9: product received date 10/23/2024. H3: one device was returned for repair. Visual evaluation found missing battery door and scratched lcd lens. This device has not been serviced within the review period. No applicable evidence to review in the event history. The reported problem was verified during functional testing, the cause of the issue was the latch lock flex. Replaced latch lock flex to correct the problem. The device passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed last error code 41541. There was no patient involvement.